Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The patient presented with restenosis of 6 previously implanted non-bsc stents. The lesions were located in the right coronary artery (rca), left anterior descending (lad) and the left circumflex (lcx). Treatment consisted of two non-bsc stents (sizes 2.5x33mm and 3.0x18mm) implanted in the rca; a 3.0x32mm taxus stent implanted in the lad and a 3.5x12mm taxus stent implanted in a new lesion located in the left main. (Lm). The in-stent restenosed lesion located in the lcx was over 90% stenosed (sub total occlusion). The physician used a non-bsc guide wire and then pre-dilated the lesion using a 2.75 x 15mm semi compliant balloon. The physician tried to advance a taxus liberte 3.0 x 32mm drug eluting stent but failed and when the stent was withdrawn it was noted that the proximal stent edge was flared. Then a taxus liberte 2.75 x 32mm stent was advanced, but, failed again. The physician believes it is due to the angulation and calcium inside the vessel. Finally, two taxus liberte stents sizes 3.0 x 20mm and 3.0 x 12mm were used to treat the lesion. The procedure was completed, ivus showed satisfactory results.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for stent damage. Visual and microscopic examination of the returned device revealed proximal stent damage. Visual examination of the hypotube revealed severe kinks along its entire length.the stent struts were severely misaligned. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined.